Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to determine the exact root cause as the software issue is not reproducible. It was found that the ventilation was not affected and there are no signs for a hardware defect.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the bellavista 1000 showed "bellavista detected a user interface issue" on the screen. The healthcare staff turned off the device when this occurred and performed manual ventilation to the patient, then transferred the patient to another device. However, there was no reported harm or injury to the patient happened.